Manufacturer narrative:
Product name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Method - lens work order search. Results: visual inspection of the returned lens showed the lens was split in half, a haptic was bent and a clear surgical residue on the lens. Both side of the optic and haptics were checked for rough/sharp edges and found to be acceptable. A lens work order search was performed and there were no similar complaints found. Claim# (B)(4).

Manufacturer narrative:
Method - device history review. Results: since the work order had no similar complaints associated with it, and based on the above investigation, the root cause could not be determined. Review of the DHR did not indicate a root cause. Lens evaluation showed no unusual characteristics beyond the dr. Cutting the lens in half to remove. Performance testing showed that samples taken from this work order met all testing criteria. The manufacturing process has been absolved and is not related to the root cause. Based on the available information being provided by from the facility, quality engineering concludes that the most likely root cause for the haptic to stick out (lens not positioning correctly) is most likely that the root cause is related to the patients pre-existing damaged capsule that required the dr. To perform a vitrectomy, prior to the lens surgery that ultimately required implanting an acl (anterior chamber lens) into the patient. (B)(4).

Event description:
It was reported that the patient's capsule was damaged prior to surgery and a vitrectomy was performed. The surgeon decided to implant this aq2010v three piece silicone lens but after it was inserted a haptic was sticking out of the eye and the doctor could not get the lens to seat properly in the eye. The lens was removed, an acl was implanted and the incision sutured. The reporter stated the patient's condition was not related to the lens but there was a problem with the haptic.